Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting a power error detected alarm. They replaced the battery then later on they received two power error detected alarms. They were advised to monitor and call back if the error recurs. The customer stated they woke up to a blood glucose level of 166 mg/dl which they treated with a bolus from the insulin pump. Their blood glucose level then dropped to 68 mg/dl and they treated with 3 glucose tablets. The customer¿s current blood glucose level was 312 mg/dl. The customer had called back to report that they received the alarm again. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed pump error alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.